Manufacturer narrative:
(B)(4). Date sent: 4/14/2021. Investigation summary: call home was reviewed for system nm18nea00675 on 10/22/20. This was a three probe kidney procedure. There were three deliveries in all. The first was a 1:00, 95w ablation (single probe). The temperature averaged 120c. The next delivery was a 5:00, 65w ablation (single probe). The temperature averaged about 100c. The last delivery was a three probe, 10:00, 65w ablation. Average temperature was about 95c. Two reflected power errors were seen in channel 2 but the ablation was able to continue. Call home did not reveal any pertinent errors. Temperatures were normal. No further information was available. Root cause unknown. Analysis does not reveal the root cause of the reported failure. No further investigation will be conducted on this complaint. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what approach was used for probe placement? Ultrasound guided and confirmed location with CT imaging. What data from system is surgeon referring to draw conclusion? Ex-vivo burn data for the prxt probe ¿ specifically, data that suggests that the distal burn with the pr probe will be controlled and will not exceed 5-7mm of distal burn in relation to the tip of the probe. Please confirm location of ablation and relation to injury. 4cm tumor in the right lower pole of the kidney. Probes were placed pointing at the duodenum. Following probe placement, the physician took a CT scan to confirm probe placement and found that the measurement from the tip of the probe to the duodenum was more than 11mm how was the injury identified? Patient presented with abdominal pain. Physician scheduled a CT scan and identified the damage. How was the injury treated? Unknown ¿ patient is doing fine. Physician understands that this is a potential complication but he is concerned that the distal burn was not controlled as it is advertised. Was hydro dissection used during the ablation? No, there was no need based on the probe location relative to critical structures. What is the current patient status? Unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a kidney ablation procedure that there was a complication with a patient who had a four cm right lower pole mass. Surgeon performed a ten-minute ablation using three probes. Surgeon ended up injuring patients¿ duodenum and ureter. Surgeon stated that this didn¿t make sense based on the data received from the system. Patient is fine. Surgeon is looking for feed back as this was an unexpected outcome based on his past experience using the neuwave system.